Event description:
Point of care (poc) I was contacted by staff about the three patients. She felt based on their glucoses that the initial hgba1c performed on the dca vantage hgba1c lot number 0682 were inaccurate. Step taken following advice to discontinue lot number 0682. Also had them check qc and the optical test both passed. Contacted siemens, and they advised to blow out the cartridge holder optical test ports. No debris was seen.